Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer stepped away from her insulin pump to take a shower during a set change and received a finish loading alarm. Her blood glucose at the time of incident was 416 mg/dl, which she treated via insulin pump therapy. Troubleshooting was declined for the high blood glucose since the customer was currently taking prednazone. The customer was advised to press esc and act to clear the finish loading alarm. The customer was advised to continue the fill cannula step as needed and to monitor her blood glucose closely. No products were returned or replaced.